Manufacturer narrative:
H6 - code b15: an engineering evaluation was performed: the reported failure modes related to partial deployment due to a stuck deployment line and device bowstringing because of deployment line tension, were not consistent with the engineering evaluation findings of continued deployment without bowstringing. However, the reported failure modes were consistent with the visual analysis findings of the video and photograph of the device provided from the field. As reported, the device was advanced in the iliac branch endoprosthesis (ibe) without the aid of a sheath, where it had to traverse a short acute angle; this resulted in the catheter starting to bend and it required some manipulation to reach the target site. When deployment was attempted, the device started bowstringing and would not deploy. Procedural and benchtop deployment of the device can be impacted by different factors including but not limited to zipper integrity, delivery system support or stiffness, or presence of dried fluid on the device or within the catheter dual lumen. The investigation could not confirm the cause of the reported hazardous situation nor the reported device failure modes.

Manufacturer narrative:
Cbas® heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. A4: patient weight was requested, but not made available. H6 - code c19: review of device manufacturing record history confirmed device met pre-release specifications. H6 - code c21: video and photo were provided from user facility. Results pending completion of investigation. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following was reported to gore: on (B)(6) 2024, an intervention was performed due to a right hypogastric artery aneurysm. It was reported the aneurysm had developed after a cook graft was implanted in 2008 (specific date unknown). A gore® excluder® iliac branch endoprosthesis (ibe) was used within an abbott vascular armada 20mm limb, with access from the patient's arm. As reported, the ibe was implanted to fix a type 1b endoleak. The viabahn device was advanced over an 0.018 wire through the 9fr x 80cm cook sheath. Without the aid of the sheath, the viabahn device was advanced within the ibe to the ibe gate where it had to traverse a short acute angle, through the right hypogastric artery to the posterior gluteal artery. As the viabahn device was advanced through this section the catheter started to bend and this required some manipulation to get it into the gluteal artery. Once in place the physician attempted to deploy the viabahn device when it started bowstringing and would not deploy. The constrained viabahn device was then removed from the patient. A gore® viabahn® vbx balloon expandable endoprosthesis was implanted in the right hypogastric artery and the procedure was completed with good results. The patient did not experience any adverse consequences.